Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The physician scheduled a follow up for further evaluation. This device remains in service. No adverse patient effects were reported.